Manufacturer narrative:
Pt identifier: (B)(6) this is 1 of 9 mdrs submitted for the patient identifier. Complaint conclusion: the devices were implanted, and therefore, no available for analysis. In addition, since the lot numbers were not provided, a review of the manufacturing documentation could not be performed. Since the cause of death was unknown, it is not possible to determine if the death was related to the implanted coils. There is no evidence that the death was related to a manufacturing issue; therefore, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
As reported via the pac (subject (B)(6) expired due to an unknown cause approximately 2 months after 6 presidio and 3 cashmere coils were implanted (lot and catalog numbers unknown). At the time of the index procedure, a diagnosis of a large unruptured, asymptomatic aneurysm of the right internal carotid artery terminus was made with CT scan imaging (mrs 0). An adjunctive unspecified stent was placed in the artery prior to coil treatment of the regular shaped aneurysm (14 mm high; 18 mm wide with 8 mm neck) with 9 cerecyte coils (6 presidio and 3 cashmere). Following coiling, no residual filling was observed by angiographic assessment. There were no incidents noted during the coiling procedure. The subject was discharged the day following the procedure with mrs 1. The subject returned for 1-month follow-up and mrs was stable at 1, and no diagnostic tests were performed. When the subject could not be reached for the 6-month follow-up visit, the social security death registry was searched and it was noted the subject had expired due to unknown causes. No additional information was provided.